Event description:
It was reported that the right ventricular lead exhibited intermittent capture and r-wave amp variation. A fluoroscopy was performed, and the lead had lost slack and pulled back from its initial location. The lead was explanted and replaced. The patient was in stable condition.